Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Hemostasis was achieved using the pre-placed suture of the two proglide devices. Reportedly, an occlusion occurred in the right lower extremity, distal to the access site. An endarterectomy was performed to remove the occlusion. The physician stated that plaque or a clot caused the occlusion and may have been related to the use of the closure devices. There was no reported adverse patient sequela. There was a thirty minute clinically significant delay in the procedure or therapy. No additional information was provided.